Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of embedded device ('migrated and lifted the left uterine adnexa') and endometriosis ('peritoneal nodules of endometriosis') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included adenomyosis in 2017, uterine fibroids in 2012, cesarean section in 1995, gravida I and myomectomy. In 2013, the patient had essure inserted. In 2017, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhoea of 6-7/10"), dyspareunia ("deep dyspareunia of 8/10 / pain during sexual relations of 8/10"), pelvic pain ("chronic pelvic pain of 6/10") and endometriosis (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy / essure removal by coelioscopy and resection of retrocervical and peritoneal nodules of endometriosis by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dysmenorrhoea, dyspareunia, pelvic pain and endometriosis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, embedded device, endometriosis and pelvic pain with essure and mirena. The reporter commented: total hysterectomy with conservation of the ovaries and resection of retrocervical and peritoneal nodules of endometriosis by laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysteroscopy - on (B)(6) 2019: migrated and lifted the left uterine adnexa. Essure in the right fallopian tube: correct position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: initials, date of birth, events (dysmenorrhoea of 6-7/10, deep dyspareunia of 8/10 / pain during sexual relations of 8/10, chronic pelvic pain of 6/10, peritoneal nodules of endometriosis), relevant tests, medical history, lab data, mirena as suspected drug added. This case report refers to a 46-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2013 and it was reported that essure was migrated and lifted the left uterine adnexa (considered as embedded device). She also had mirena (levonorgestrel) inserted in 2017. A peritoneal nodules of endometriosis was diagnosed and she underwent a resection of retrocervical and peritoneal nodules of endometriosis by laparoscopy. A complete hysterectomy was performed and essure was removed by coelioscopy. The event embedded device is serious due to its medical importance and listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact mechanism of embedded device was not known. However, based on its nature, a causal relationship with essure cannot be excluded. With regards to the event peritoneal nodules of endometriosis, it is unlisted for essure and mirena. Considering its nature, a causal relationship between this event with essure and mirena can be excluded. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of embedded device ('migrated and lifted the left uterine adnexa') in a female patient who had essure inserted for female sterilization. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of embedded device ('migrated and lifted the left uterine adnexa') in a female patient who had essure inserted for female sterilization. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2019. This spontaneous case was reported by a pharmacist and describes the occurrence of embedded device ('migrated and lifted the left uterine adnexa') in a female patient who had essure inserted for female sterilization. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.